Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patients' leads might not be working. There was no further information available and to date, this lead remains in service. No adverse patient effects were reported.